Event description:
The treating physician reported a possible leak in the lap-band system or the access port and lack of weight loss. The treating physician reported that patient said there was a "port revision" five months ago by the implant surgeon, just prior to lack of restriction being noted. There is no information at this time of what occurred during that procedure. No surgery is currently scheduled, and the band remains implanted. Follow-up findings: the patient has initiated contact with the implant surgeon's office. The investigation is in progress with the surgeon's staff.

Manufacturer narrative:
Taper ii: the product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product after explantation for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."